Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer was facing an issue with screen visibility in daylight. Customer stated that pump had rejected new batteries and buttons had to be pressed more than once. Pump also had a loose piece at the back. Troubleshooting was not performed. No harm requiring medical intervention was reported. It is unknown whether the customer will continue to use the pump or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap locks properly into the reservoir compartment. Unit powered up properly after battery installation. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. In the display option menu, the brightness levels 1 through 5 were working properly. Unit was successfully download using thus software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that no relevant alarms were recorded in download history files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit passed the self test, sleep current measurement, active current measurement and displacement test. No failed battery alarms noted during testing. Unit functioning properly. Pump received with normal operating currents. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit also received with scratched case. In conclusion, customer concerns with keypad/button unresponsive/button error, back light anomaly and failed battery test were not confirmed during testing. Unit successfully powered up after battery installation. Unit may have had an intermittent failure not detected during our testing. Unit tested successfully. Cosmetic damage confirmed with scratched case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.